Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor glucose and blood glucose had big differences. Customer's blood glucose was 49 mg/dl and sensor glucose was 205 mg/dl. Customer declined troubleshooting for low blood glucose. Customer was advised the sensor will be replaced. Customer will not be returning the device for analysis.